Event description:
"The catheters were not torquing and the catheters were stretching where the wire comes into the sheath." The account reported that six additional events of this type had occurred at previous unspecified times in the past. There were no adverse effects to the patient reported.